Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil return valve was tightened and a connector was reseated which resolved the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of "smoke/oil mist" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit was reviewed for the past 6 months (07/16/2015 to 01/12/2016) and trending was not exceeded; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor is the oil return valve and connector. The field service engineer tightened the valve and reseated the connector. The fse confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.